Manufacturer narrative:
The manufacturer previously reported receiving information of the passing of a patient who was using an everflo portable oxygen concentrator. The user's husband called in to state his wife had passed away and she had an everflo device that had originally belonged to her mother and was unsure what to do with the device. No further details were provided, and there has been no indication that the device played a role in the patient's death. Multiple good-faith efforts have been completed to obtain additional information on (B)(6) 2025, (B)(6) 2025, and (B)(6) 2025 without the ability to reach the customer as a message at the time of the phone call each time stated the phone number was disconnected. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Updated: evaluation method code grid updated. Evaluation results code grid updated. Component code grid updated. Conclusion code grid updated.

Event description:
The manufacturer has been informed of the passing of a patient who was using an everflo portable oxygen concentrator. The user's husband called in to state his wife had passed away and she had an everflo device that had originally belonged to her mother and was unsure what to do with the device. No further details were provided, and there has been no indication that the device played a role in the patient's death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.